Event description:
It was reported that on (B)(6) 2010, a xience v stent was implanted at 16 atmospheres in the native left circumflex artery after pre-dilatation. Post dilatation was performed. A kissing balloon technique was performed in the left anterior descending artery and left circumflex artery. Two non-abbott stents were implanted, one in the distal circumflex artery and one in the posterior lateral artery. Timi flow was 3 and images confirmed no thrombosis. For two days, the patient remained hospitalized and displayed no cardiac symptoms. On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2010, the patient was found dead on the couch by family members. An autopsy was not performed; however, the cause of death was determined to be cardiac death due to no external injury found by the coroner at the patient's residence. The physician stated that if the xience v stent was not fully apposed to the vessel wall, it could cause thrombosis; however, the physician did not state that the stent was not fully apposed in this case. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The reported death and thrombosis are listed in the instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to mfg, design, or labeling.